Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that when the first device was put in they got an infection and they almost died from it. The patient reported they weren¿t healing and getting stronger. The patient reported they were in a grocery store and someone ran into them with the cart and the incision burst open and was draining. When the patient laid down on the bed it drained on the bed and so they called the health care physician, (hcp) and the hcp told them they had to get right to the hospital. The infection was confirmed to be methicillin-resistant staphylococcus aureus (mrsa) and the onset was sudden. The patient noted they thought they were getting better but they weren¿t getting better and that the infection was taking over their body. Intravenous (IV) antibiotics were administered to the patient. The patient could not remember if they had oral antibiotics or if the device was explanted. The patient then made a contradictory statement as they stated they just had one device in, that they only removed the ¿stim¿ and then put a different ¿stim¿ in but that they didn¿t recall the battery being changed. When asked for clarification the patient stated the implant was removed. The patient reported the hcp went in through their vagina and inserted a needle; it went to a gland ¿or something¿ and that was where a needle went. It was noted the patient was confused about what was or wasn¿t removed. The patient reported they had a drip and that they had a peripherally inserted central catheter (PICC) line to their heart. The patient reported they were in the hospital for a week and it was over christmas. Afterwards, the patient went home and had home care for 9 days. The patient reported they had to check their blood and incision. The patient reported after it cleared up, the second device was put in at the clinic. No further patient complications have been reported as a result of this event.